Manufacturer narrative:
One cadd administration set was returned for analysis. The sample was observed to be cut from the tube connection injection site upon visual inspection. The tubing was leak tested; no discrepancies found. The manufacturing process was reviewed; no discrepancies noted. Based on the evidence, there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site. Related MFR numbers are : 3012307300-2019-06192, 3012307300-2019-06193.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". There was no reported injury to the patient.